Event description:
It was reported that a routine follow-up appointment, it was noted that the shock impedance measurement from this right ventricular (rv) lead was high, and out-of-range (>125 ohms). All other lead measurements were stable and in-range. Boston scientific technical services (ts) was contacted for recommendations, but complete device data was not provided from the field. Ts instructed the patient to perform an interrogation to transmit the device data. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, it was noted that the shock impedance measurement from this right ventricular (rv) lead was high, and out-of-range (>125 ohms). All other lead measurements were stable and in-range. Boston scientific technical services (ts) was contacted for recommendations, but complete device data was not provided from the field. Ts instructed the patient to perform an interrogation to transmit the device data. Recently, the shock impedance measurement had increased to 150 ohms and the physician hypothesized this was the result of fibrosis and lead maturation. The physician will perform a shock integrity test, but this has not yet occurred. The device data was forwarded to ts and it was additionally recommended to perform in-clinic provocative maneuvers and diagnostic imaging to assess the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.